Manufacturer narrative:
Contact information: (B)(6).

Event description:
Information was received indicating that during infusion of veletri using a pre-filled 100 ml flow-stop smiths medical cadd medication cassette, the pump exhibited a two-toned beep and keypad non-responsive." Per reporter the pump was stopped and cassette was reseated; however, the pump then exhibited a no disposable, pump won't run" alarm. It was reported that 63.5 ml remained in the cassette. Per reporter subsequently a new pre-filled cassette was attached and infusion was restarted. No adverse patient effects were reported. Per reporter no additional details were provided.